Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that the probe was slowing down and failing to actuate during vitrectomy surgery. It was also reported that the patient experienced a retinal tear during surgery and requiring laser treatment. The procedure was completed on same day, but it was unknown how the surgery was completed. The patient¿s current condition was also unknown. Additional information was requested but has not been received to date. This report pertains to the one of two probes involved in this complaint.

Manufacturer narrative:
Additional information was provided in b.5, e.1, h.2 and h.11. Patient¿s current condition was resolved. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information was requested and received that patient¿s current condition was resolved, though it was unknown how the condition was resolved.